Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin drip. Customer¿s high blood glucose level was200 mg/dl. Customer¿s current blood glucose value was 173 mg/dl. Customer also specified other relevant blood glucose 164mg/dl, 194 mg/dl and 142 mg/dl. Customer treated with insulin drip. The product will not be return for analysis.